Event description:
(B)(4) had essure implants done in 2010. Day of procedure: one did not deploy correctly. Dr tried again with new device, that one worked. Painful on left side from the start. 2 weeks later extreme pain on left side, could not sit with hip at any kind of angle. Had dye test, painful on left side, dr noted that the left spring had bent in on itself. Pain came and went for 5 years. During this time, periods became very heavy, very close together, migraines increased, fatigue, hair loss, breast cancer. Last 3 months pain became constant, cannot sit with hip at angle for any length of time. Saw new ob/gyn, she did pelvic exam and found fibroids on uterus and distended uterus, could not "feel" left device. Ordered ultrasound, 2 techs, neither could locate the left device. Not sure where it is!!! Dr scheduled laparoscopic hysterectomy for (B)(6) 2016.